Event description:
The customer reported that the reservoir was occluded. Customer stated he got no delivery alarm during manual prime process. Troubleshooting was done. Customer's blood glucose was 217 mg/dl. Advised the customer the reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).